Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, there was no flow in position 2 on the cooling mode of the cooler heater unit. Since the event occurred during preventative maintenance, there was no patient involvement.

Manufacturer narrative:
This complaint was confirmed by the field service representative (fsr). The fsr found a defective ohmite resistor was causing the problem. The resistor was replaced and the unit completed pm before being returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.